Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, patient's left eye was reported involved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A company representative reported patients who resulted with corneal haze post corneal inlay procedure involving a laser assisted corneal pocket. An increase in light scatter was also noted one to three months post operatively. Corneal edema was also noted and increased fluctuating vision.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. No abnormalities that could have contributed to this event were found during review of the device history records. The clinical review revealed that based on the provided information, it cannot be said, where the reported issues are originating. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).